Manufacturer narrative:
Device lot # was not provided/unknown. Product has not been returned. Product was discarded. An x-ray documenting the fractured abutment screw was received.

Event description:
It was reported that abutment screw fractured inside implant. The abutment screw was removed and no viable pieces available to send.

Manufacturer narrative:
No product was returned for inspection. An x-ray was provided that confirmed the fractured screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was confirmed. A singular cause cannot be identified.